Event description:
It was reported that extreme lag migration occurred with a gamma 4 lag screw. As a result, the gamma 4 implants were explanted, and the surgeon proceeded with a conversion to total hip arthroplasty to address the issue.

Manufacturer narrative:
Correction to h3(device evaluated by mfg), h6(method code), h6(results code grid) , h6(conclusion code),g1(manufacturing site for devices). Event descriptions reveals inappropriate position of the set screw which is part of the nail. The lag screw did not contribute to the event - thus, concomitant item. The reported event could not be confirmed since no medical records showing the alleged event were provided. Also, the returned devices functioned as intended. The device inspection revealed the following: the returned nail appeared to be in good condition. When received, the set screw had been detached from the nail. This had been done for decontamination reasons. The set screw appeared to be in good condition. Only the tips of the locking blades showed marks and were slightly flattened. The set screw could easily be inserted into the nail¿s internal thread. It was possible to turn the set screw down to the dead stop where it reached its intended final seating. The retuned lag screw was here and there covered with slight scratches which were identified as usual remains from the implantation process. On the lag screw, in medial front of the typical, but slight, bearing points, a clear imprint was determined in the base of the superior flute. In none of the other sliding flutes the typical marks of the set screw were observed ¿ indicating appropriate position of lag screw and set screw. Consequently, in this case, the set screw had been placed in position but with increased space between lag screw and set screw (<1/4 of a turn) ¿ but safe enough to capture the lag screw before leaving the nail. Functional inspection : after reinsertion of the set screw into the nail, the lag screw could be locked against rotation but was prevented against excessive sliding to medial resp. Towards lateral. Function was fully given. Dimensional inspection : manufacturing and inspection records confirmed the item had been released in accordance with specs. A dimensional inspection on the item returned was not performed since the returned product worked as intended. If any dimension would have been out of spec above functional inspection would not have been passed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented a 78-year-old female patient (no data given) was treated with above implant on an unknown date. It was reported >> extreme lag migration of gamma 4 lag screw. Gamma 4 implants were explanted and surgeon performed conversion total hip arthroplasty. On (B)(6) 2024, the implant was removed due to lag screw medialization. Further information was not provided. Based on investigation, the root cause was attributed to a user related issue. If essential information is provided, the case will be reassessed. Based on available information a product deficiency was not verified.

Event description:
It was reported that extreme lag migration occurred with a gamma 4 lag screw. As a result, the gamma 4 implants were explanted, and the surgeon proceeded with a conversion to total hip arthroplasty to address the issue.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete